Manufacturer narrative:
A product correction letter was sent to all customers with impacted instruments notifying them of the potential hazards associated with the tubing. The letter provides instructions for the customer to inspect for leaking tubing and for proper cuvette wash. A mandatory technical service bulletin (tsb) was issued on all impacted architect clinical chemistry systems. The mandatory tsb instructs field service to replace the peristaltic head tubing. The defective peristaltic head tubing was replaced during a service visit prior to the issuance of the tsb.

Event description:
The peristaltic head tubing on the architect c4000 analyzer failed 10 days after install. The part was leaking causing an overflow. The peristaltic head tubing was replaced with the old style of tubing to resolve the issue. There was no impact to patient results or injury reported